Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) was consulted and recommended in-clinic lead integrity testing. No adverse patient effects were reported. The rv lead and implantable cardioverter defibrillator (ICD) remain in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) was consulted and recommended in-clinic lead integrity testing. No adverse patient effects were reported. The rv lead and implantable cardioverter defibrillator (ICD) remain in service. Additional information received indicates this rv lead under-sensed ventricular fibrillation (vf), and the patient's device only declared a non-sustained ventricular tachycardia (vt) episode, so no therapy was provided. The patient required medical support with an external defibrillator. At this time, the patient remains stable in the hospital. Technical services was consulted for programming recommendations. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) was consulted and recommended in-clinic lead integrity testing. No adverse patient effects were reported. The rv lead and implantable cardioverter defibrillator (ICD) remain in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This lead remains implanted and out of service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) was consulted and recommended in-clinic lead integrity testing. No adverse patient effects were reported. The rv lead and implantable cardioverter defibrillator (ICD) remain in service. Additional information received indicates this rv lead under-sensed ventricular fibrillation (vf), and the patient's device only declared a non-sustained ventricular tachycardia (vt) episode, so no therapy was provided. The patient required medical support with an external defibrillator. At this time, the patient remains stable in the hospital. Technical services was consulted for programming recommendations. No additional adverse patient effects were reported. This rv lead remains in service. Additional information received indicates the patient underwent a revision procedure, and the rv lead was surgically capped/abandoned (it remains implanted but out of service) and a new rv lead was placed with satisfactory post-implant measurements. No patient complications were reported.